Event description:
It was further reported that the target lesion was highly calcified. A large section was left in the patient's rca distal to the lesion. Various techniques were used in an attempt to retrieve the wire. A cardiothoracic surgeon was consulted and the patient was taken to surgery to retrieve the wire. The surgeon successfully retrieved the wire, but he was unable to bypass the lesion due to calcification of the artery. Procedure was completed and the patient was taken to the recovery room.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guide wire fracture occurred. A 330cm rotablator rotational atherectomy system was advanced to target lesion located in the right coronary artery (rca). During a percutaneous coronary intervention (pci) with rota, while the physician was attempting to put the wire in place, the radiopaque marker at the tip of the wire broke off inside the patient. They could not retrieve the tip of the wire from the patient after multiple attempts. Procedure was not completed as the patient underwent emergency coronary artery bypass graft (CABG). No further patient complications were reported and the patient's status was critically stable.

Manufacturer narrative:
Age at time of event, age at time of event (unit), patient sex, weight, describe event or problem - updated weight: (B)(6). (B)(4).